Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 1nov2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the power supply to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator was alarming and running on battery operation. The ventilator was not connected to the patient at the time of the event. The event date was not specified; estimate used.